Event description:
During the procedure, the disposable reload stapler misfired and a yellow triangular part from the load fell into the operative field. This part was immediately removed by the surgeon and the operative field was inspected for any remaining pieces. An x-ray was also taken prior to closing and no retained parts were identified. There was no patient injury.